Event description:
The resident was being moved from a reclining position and their finger was resting under the seating surface. The resident's finger allegedly became caught and their fingertip was severed as a result, of the alleged incident.